Event description:
It was reported the patient underwent spinal surgery from l4 to s1. The patient later underwent revision surgery (decompression) to extend to adjacent level at l3. The revision surgery included routine removal of prior instrumentation from l4 to s1; reportedly fusion had occurred. While attempting to remove the last two pedicle screws, the tip of the reduction driver broke off in the head of the screw. The tip and screw were removed. The driver was used to remove the last two screws without incident. No patient complications were reported.

Manufacturer narrative:
(B) (4): the driver was returned for evaluation. Visual examination confirmed approximately 3mm of the tip had broken off. The broken tip and screw were discarded at the hospital. Fracture surface analysis revealed a fairly brittle fracture surface and circular material flow is consistent with torsional overload during usage. A review of the device history records did not identify any applicable nonconformance to specification.